Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d4 (lot number and UDI). D14: intuitive surgical, inc. (Isi) has received the green sureform60 reload associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. A review of the logs did not show any firing failures. There were additional observations identified for the green sureform60 reload that were not reported by the site and that were not related to the customer reported complaint. The reload was found to have exposed staples in the knife track. The reload was found to have cartridge damage to the proximal end and the knife track at the distal end. The root cause of this failure is attributed to mishandling/misuse. The reload was also found to have mechanical indentation damage to the knife blade. The root cause of this failure is attributed to mishandling/misuse. The sureform 60 stapler instrument used in this procedure was also received and the investigation was completed. The following observations identified for the sureform 60 stapler were not reported by the site and were not related to the customer reported complaint. The instrument was found to have failed the engagement test during in-house testing. The root cause of this failure is attributed to mishandling/misuse. The instrument failed mechanical engagement when placed on the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. After manually rolling the main tube, friction was observed, the instrument was placed, and driven, on an in-house system. The instrument passed recognition and engagement tests. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly and the instrument clamped, fired, and unclamped without any issues. A review of the logs showed no errors. After opening the housing, signs of corrosion were found on the instrument bearing. The bearing found at the proximal end of the main tube exhibited orange discoloration. Corroded metal shavings were found stuck to the magnet of the instrument. This failure caused the failed engagement test. The root cause of this failure is attributed to mishandling/misuse. The instrument was found to have a lodged staple at the opening of the I-beam slot. The root cause of this failure is attributed to a component failure.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event as previously reported due to the report of during a da vinci-assisted surgical procedure, at the last fire of the upper part of the stomach the cutting function of the sureform stapler 60 instrument did not work. As per the surgeon, there was maybe tissue bunching in the posterior gastric pouch. B1 updated from "adverse event" to "adverse event and product problem"; b2 updated to include ¿required intervention¿; h7 updated to include "notification"; h9 updated to include the filed action # isifa2019-05-r.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the green sureform 60 reloads or the sureform 60 stapler instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the reloads and instrument are returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs: the logs show that a sureform60 stapler instrument part number 480460-09, lot l91201019-0279 fired 6 green sureform reloads. All firings were completed per the logs. The first firing had one pause for compression, and there were no pauses in the remaining fires. There were no incomplete clamps in the procedure. There were images provided to isi for review: the images revealed an exposed blade at the distal end of the reload, indicating there may have been a firing failure. Based on the images, it cannot be identified what would explain why the tissue was not cut. This complaint is being reported due to the following conclusion: it was reported that after a da vinci-assisted surgical procedure, the patient allegedly experienced internal bleeding, and the blood hemoglobin level dropped. The patient was taken off the anticoagulants for two days. At this time, it is unknown if the blood loss occurred due to the use of an isi product.

Event description:
It was reported that during a da vinci-assisted surgical procedure, at the last fire of the upper part of the stomach, the cutting function of the sureform stapler 60 instrument did not work. A sureform stapler 60 green reload was in use during the staple fire. The staples were noted to have attached to tissue (no issues reported for the stapling function). There were no error messages before firing the stapler. Per the reporter, the patient has not been discharged from the hospital. On april 27, 28, 29 & may 3, 2021, intuitive surgical (isi) contacted the site and obtained the following additional information regarding this event: it is unknown if the instrument was inspected prior to use. There was no patient harm or injury. No fragment fell in the patient's anatomy. Stapling of the upper part of the stomach near cardia was being performed when the issue occurred. A green reload was selected as the target was fatty tissue. The stapler had been in use for 30 minutes. The problem occurred during the last stapling. It is unknown whether the surgeon encountered any obstructions such as clips, staples, or other hard material between the instrument jaws. The surgeon did not use buttress material. There were malformed staples. The surgeon did not experience any clamping issues before firing the stapler reload. The tissue was not calcified or exposed to any radiation or chemotherapy prior to the procedure. There was no tissue tension. As per the surgeon, there was maybe tissue bunching in the posterior gastric pouch. The surgeon stapled one more time using a new stapler to resolve the issue. The patient experienced internal bleeding post-operatively. It is unknown if the blood loss occurred due to the use of the isi product. The source, the cause of the bleeding, and the quantity of the blood loss are unknown. The patient did not bleed intra-operatively. As per the surgeon, the patient lost 3 to 4 points of hemoglobin on postoperative day 1; however, the patient was not bleeding significantly. No anticoagulant was provided for the two following postoperative days to control the bleeding. No blood transfusions were administered. The surgeon incurred a procedure delay of 15 minutes. The patient was reported to be doing "very well." The hospitalization of the patient was not prolonged. The length of the stay was within the expected stay for gastric surgery. The stapler reload is available for return for evaluation. The following patient information was provided: female, morbid obesity. A postoperative exam will be performed in one month.